Event description:
Used a new bottle of clear care plus contact solution and let it sit for way longer than even necessary. I've been using this product for about a year. But this time it burnt a few of my fingers. Date the person first started taking or using the product: (B)(6) 2015. Date the person stopped taking or using the product: (B)(6) 2015.